Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette was leaking while inside the door of the homechoice during an unknown step of peritoneal dialysis. The patient was connected at the time. The patient stated that no alarms occurred. There was nothing found during troubleshooting that would cause or contribute to the reported issue. The technical services representative discussed the use of manual supplies to complete therapy. There was no patient injury or medical intervention reported. No additional information is available.